Event description:
Additional information received from a manufacturer representative (rep) indicated that the rep wanted to know if this issue could be due to the patient scuba diving. Additional information received indicated that, in regards to the previous report of the inability to reprogram the pump due to a clinician programmer issue, there was no issue with the clinician programmer. To resolve the pump alarm and the inability to reprogram the pump, the patient was advised to contact his physician immediately to be seen. At the time of this report, the pump was still implanted. The patient exhibited no signs of withdrawal or any issues.

Manufacturer narrative:
Continuation of d10: product ID a810 product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver fentanyl. It was reported that the patient's pump was "double beeping". Patient services understood that the patient was referring to a critical alarm coming from the pump. The patient stated that this had been happening for three weeks. The patient went to the emergency room (ER) where they were told that, after their last magnetic resonance imaging (MRI), the pump went into a "low dose mode". The hcp that they saw interrogated the pump, however they were not able to reprogram the pump because of an issue with the clinician equipment. The patient then stated that they were fine other than being annoyed by hearing the pump alarming. The patient was redirected to the hcp to further address the issue. The patient stated that would not work. The patient stated that they were currently on vacation and would be there for a couple more weeks. The patient would not be seeing their regular managing hcp for three weeks. Patient services reviewed patient services, the manufacturer representative (rep) and the hcp roles with the patient. Patient services advised the patient that a message would be sent to local reps. Additional information received on 2025-09-09 indicated that the patient had not heard from anyone in the field yet. The patient stated that they had an MRI "over month ago now" and the pump was alarming because it was in minimal rate. The patient stated that they had mris where it took days for the pump to start back up. Per the patient, the hospital interrogated the pump and the pump was showing that it had over 9ml in the pump but, due to MRI over a month ago, the pump started back at minimum rate and the person that interrogated the pump was not able to adjust the dosing. The patient requested to have a rep paged. Additional information received that the patient heard beeping one month ago, post-MRI. The pain management provider checked for a stall recovery, but it did not show anything in the logs. The patient left after 3 hours, a week and a half after the pump began to beep. The rep was contacted and advised the patient go to the ER. During the ER visit, the pump was interrogated. The rep interrogated the patient's pump and was seeing "pump reset, critical alarm, codes 87, 101, and 114". This was the first time the patient saw these codes. The reporter stated that the pump started alarming a few weeks ago. The logs dated back to 2025-08-30 at 8:24 am and the pump showed a reset every 3 minutes. There were no signs or symptoms of overdose or withdrawal mentioned; the patient stated that there was no change in his condition since this issue. It was noted that the patient also had a pain stimulator that was working just fine. The patient mentioned having an MRI a few times in the last month and sometimes it took 3 days to turn back on, therefore the patient did not stay for stall recovery information. The patient wanted alarms reset so he no longer heard the beeping. It was noted that the patient's pump was managed in another state and that the patient would return to that stated in about 2 weeks. The logs indicated that the pump reset due to low battery. Technical services reviewed that the pump had reset and the patient needed to follow up with their managing hcp to reprogram the pump and the pump may also need to be replaced if the same issue continued. Technical services assisted in silencing active alarms. The patient was to follow up with their managing hcp for further assistance. Additional information received indicated that the rep wanted to know if this issue could be due to the patient scuba diving.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative (rep) indicated that they were still seeing codes 87, 101, and 114 and requested the permanent shutoff code, as they were planning to explant the pump. The rep called back and stated that the pump would not update to a permanent shutdown due to invalid personal therapy manager (ptm) settings. Technical services recommended updating to a temporary stop first, which was successful and then the permanent shutdown, which was also successful. Additional information received indicated that there was no date that the explant was planned for. The error codes and alarm resolved after shut off. The patient stated he was "in a high pressure environment, bomb explosion while overseas, this resulted in the pump error messages". The pump would be sent back for analysis once complete.